Event description:
Hill-rom received a report from the account stating the siderail wouldn't latch. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the siderail not latching due to the ctr arm assembly was broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the ctr arm assembly to resolve the issue. Based on this info, no further action is required.